Event description:
We received an allegation of questionable results for multiple patient samples tested for sodium electrode (na), chloride electrode (cl), and potassium electrode (k) on a cobas 8000 ise 1800 module. Discrepant results were provided for 3 patient samples. On (B)(6) 2025, patient 1 initial na result was 131 mmol/l. The repeat result was 141 mmol/l. The initial cl result was 116 mmol/l. The repeat result was 104 mmol/l. Patient 2 initial na result was 122 mmol/l. The repeat result was 141 mmol/l. The initial cl result was 125 mmol/l. The repeat result was 104 mmol/l. The initial k result was 3.8 mmol/l. The repeat result was 4.5 mmol/l. On (B)(6) 2025, patient 3 initial na result was 126 mmol/l. The repeat result was 137 mmol/l. The initial k result was 3.6 mmol/l. The repeat result was 4.5 mmol/l. The initial cl result was 108 mmol/l. The repeat result was 96 mmol/l. The repeat results for patient 3 were performed on a different cobas ise module on (B)(6) 2025. For all patients, the repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. Calibration was last performed on 02-apr-2025 with acceptable results. Qc results were acceptable before the event on 02-apr-2025. Qc was unstable on 03-apr-2025. Qc for na was acceptable on 05-apr-2025. Voltage level errors were observed on the alarm trace data from 05-apr-2025. Sample probe errors were also observed; these are indicators of possible poor sample quality. The field service engineer (fse) cleaned the reaction well, checked and reseated the electrodes, and preventatively replaced the sample seal and the pinch tubing. A precision check, calibration, and qc were completed successfully. The issue was not resolved. The fse found an issue with the ultrasonic unit assembly; there was chipped glass by the vacuum nozzle. The fse replaced the ultrasonic unit assembly. Ise checks, calibration, and qc were completed successfully. The investigation determined that the service actions resolved the issue.